Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a hospitalization due to high blood glucose and gastro paresis. Customer stated that the insulin pump alarms no delivery. Customer has treated with manual injection. During troubleshooting, during manual prime, the insulin did not alarm no delivery. The insulin exited the tubing. Nothing further reported.